Manufacturer narrative:
Further information requested, but not received.

Event description:
It was reported a patient's left ventricular lead presented with a fracture causing varying pacing impedance. No changes were reported. There were no patient consequences.